Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient also stated that the site was irritated and red. The patient was taken to the emergency room and diagnosed with an infection. The patient was prescribed with antibiotics (bactrim) and mupirocin 2% during their visit to the urgent care. When the patient went to the emergency room the doctor lanced and packed the site. Another medication was prescribed orally (clindamycin 300 mg) while another medication was used via IV (intravenous). The patient also mentioned that the pod fell off the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.